Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 287 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 287 mg/dl using truemetrix meter; a second blood test was not performed. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 287mg/dl (B)(6) 2017 10:20 am fasting:yes, 282mg/dl (B)(6) 2017 07:00 am fasting:yes, memory concerns:287, 282mg/dl.